Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change, the user experienced blood glucose swings with hyperglycemia to approximately 401 followed by overnight hypoglycemia detected by cgm, treated with oral glucose sources such as juice, candy, and honey; the user was new to the ilet system and performed another supply change thereafter. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or lasting impact, and glucose was in range at the time of contact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.